Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was advanced within the patient and steered down into the valve when the clip was unable to open. Troubleshooting was preformed and the clip was able to be opened. During the gripper-check it was visualized that one of the grippers would not actuate. Troubleshooting was preformed successfully. The clip was implanted successfully. The procedure was discontinued; the final mr was reduced. There were no adverse patient effects or clinically significant delays reported.